Event description:
An "unspecified" error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. Details of symptoms are unknown as the customer did no provide additional information, and the customer was able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.